Manufacturer narrative:
The customer reported that the screen was replaced to resolve the issue. The device was returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dark screen, and there was no light. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dark screen, and there was no light. The customer was provided with a list of part numbers liquid crystal display (lcd) assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, rp-pcba, ui pcba, lcd tray, screws (m2x3 socket) to resolve the issue. The investigation is ongoing.